Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was replaced due to battery depletion. The patient had not recharged her ipg in several months due to unrelated health issues. The patient underwent surgical intervention where her ipg replaced which resolved the issue.